Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the "connectors on device didn't work" is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that after insertion of the catheter the connectors on the devices were not working. As a result, device was removed and replaced with a different brand. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after insertion of the catheter the connectors on the devices were not working. As a result, device was removed and replaced with a different brand. There was no report of patient complications, serious injury or death.